Manufacturer narrative:
Additional information: a2(dob), b7, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two images of resected tissue. Pressure was applied to the tissue and a pus appeared to be leaking from the staple line. The staple line could not be properly examined in the returned images. The listed reload was not visible in the returned images. It was reported that the staple line content leaked. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p3j1177) egia60amt, egia60amt egia 60 artic med thick sulu, (lot# p3j1177). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, three days post-operative of a hemicolectomy, where three endoscopic stapler reloads were used in the intestinal portion, the patient had to undergo reoperation to repair an anastomotic leak. The patient went through exploratory laparotomy. There was pus leaking from inside and along the staple line. The staple lines were excised.